Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was stable.